Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece measuring 44.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All the damage noted was consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to increasing capture thresholds. The lead was explanted and replaced. The patient was stable.